Event description:
This male pt was admitted for renal artery angiogram. Angiography revealed a moderately calcified lesion in the left renal artery. The vessel had moderate tortuosity. Approach was made from left brachial artery and a 101 cm guiding catheter (sm7504) was delivered. When the stent was advanced through the left subclavian artery, some friction was felt. When the device was advanced around a curve to renal artery, the device became stuck and would not advance any further. The physician applied forced in order to advance the device; however, the stent moved on the balloon and was nearly dislodged. The physician withdrew the device very carefully from the pt. Removal was completed successfully and the stent was not dislodged. The stenting procedure was completed successfully using another new product.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. The product was not returned; therefore, the reported event could not be confirmed. Without an evaluation of the device and based on the available info, there is no evidence to suggest that this event is related to a mfg issue or any other defect of the device. There are vessel/lesion and procedural factors that may have contributed.